Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was found to be an integrated circuit, designator u12 on the therapy pcb assembly. The device was still able to charge and deliver a shock in manual mode. The customer received a replacement device.

Event description:
It was reported that the device would not recognize an ECG rhythm in paddles mode. This would cause a failure of the shock advisory system, prohibiting the ability to advise a shock on a shockable rhythm. There was no patient involvement associated with the reported failure.